Event description:
Report stated a saw blade was returned with the complaint "the edge of the blade chipped off during the surgery". The report requested co check co's DHR regarding this product. The report states surgery time was extended by 1 hour while part was retrieved.